Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log revealed that the device had presented an upstream occlusion alarm. The cause of the condition was determined to be an out of specification occlusion sensor. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.